Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5168595. D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
Voluntary medwatch received states that the right ventricular (rv) lead exhibited high defibrillation impedance. No intervention was reported. Patient condition was unknown.